Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced severe pocket pain. The physician felt that it was necessary to explant the ICD and replace it with a smaller device to prevent erosion.